Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: image not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the image not displayed due to u-plug (ultrasound plug) unit failure, resulting in incompatible scope error (e315). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited blackout and incompatible scope error (e315). The event occurred during inspection for use. There were no reports of patient harm.